Event description:
Aeronox 2.0 device was powered on during delivery of nitric oxide. Upon arrival to the hospital steps away from the neonatal ICU the device went into a complete power failure which stopped the nitric oxide administration immediately. The device plugged into wall power and restarted within a few minutes to restart the administration. There are three issues; it has been determined the lead acid battery does not hold a full charge after a complete power drain. The lead acid battery is capable of 50% capacity afterwards. After speaking with the international biomedical technical support they are unable to provide a lithium ion battery which would resolve the issue; the power cord from the wall to the unit is not secure. The biomedical services at our facility was able to place a cord retainer to secure the cord. When the unit is plugged into the wall power it is only charging the battery not powering the unit. Therefore it is impossible to know the duration battery life and the unit utilizes the battery power faster than the charging capability.; it is impossible to know the amount of time the lead acid battery has left once the unit powered on. Three of our devices were turned on without use and one had a few minutes, the second had 28 minutes and the last one was one hour and eight minutes. FDA safety report ID # (B)(4).